Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple follow up contacts were performed by the remote service engineer (rse); however, no response was provided. The rse closed the record as no further actions could be performed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not identified during device evaluation. The se completed a performance verification test (pvt), and all testing passed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stopped working while on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The customer reached out to philips and reported the same issue, the device stopped working. The customer requested onsite service.